Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to no longer accepting a charge. Reportedly, the patient last charged about 2 months ago and therapy was lost. The ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.